Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a failed battery alarm. The customer's blood glucose value was unknown. The customer replaced the batteries and got failed battery alarm. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The insulin pump passed displacement test, operating currents, self test, off no power test and unexpected restart error test. No failed battery alarm was noted. The device was received with minor scratched display window, cracked case at display window corner, cracked reservoir tube lip and cracked lcd window.